Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. No physical damage to injection foot or inpen was noted.

Event description:
Information received by medtronic indicated that the inpen had screw movement issue. The part where it pushes the insulin up and it was moving down and did not getting the right amount of insulin. Customer reports screw was not moving as intended. Document the screw movement issue. The customer was reporting no insulin dispensed when the button pushed. No harm requiring medical intervention was reported. The inpen was returned for analysis.